Event description:
It was reported about a burn and hyperpigmentation after opus plasma treatment.

Manufacturer narrative:
Burn and hyperpigmentation likely due to moisture at the tip during treatment. The report is submitted from goodwill as it is unclear at this point if permanent scars will develop. UDI related data quality updates: this supplemental report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Burn and hyperpigmentation likely due to moisture at the tip during treatment.the report is submitted from goodwill as it is unclear at this point if permanent scars will develop.

Event description:
It was reported about a burn and hyperpigmentation after opus plasma treatment.